Event description:
After surgeon was done using the electrocautery, the needle bovie tip was lit, and a small flame was present. Staff stated that the tip remained lit for several seconds before going out. The tip appeared deformed. This tip was removed from the field and a new bovie tip was retrieved. No harm to the patient.